Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer observed a very small amount of insulin in the tubing during the fill tubing process. Customer reported a blood glucose level of 240 (mg/dl). During troubleshooting with tandem technical support, customer was able to attach tubing and observe normal insulin delivery. A correction bolus was delivered to address bg level.